Event description:
It was reported that during use with the panel phoenix nmic/ID-307, 3 samples were misidentified. There was no report of patient impact. The following information was provided by the initial reporter: incorrect organism identification. We use up our indicator before it expires after 7 days from opening; it's consumed on day 4 or 5 usually: organisms approx 24 hrs old at setup, no younger than 18 hrs; media used: remel bap and mac; culture purity confirmed.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli, proteus mirabilis and enterobacter cloacae when using phoenix panel nmic/ID-307 (449289) batch numbers 2291573 and 2319818. The customer did not return panels but provided phoenix generated lab reports and e.coli isolates for the investigation. The lab reports show test results from phoenix and maldi identifying p. Mirabilis as e. Coli, other lab reports show organisms identified as e. Cloacae and e. Coli with the maldi biotyper. It is to be noted that retention panel batch 2291573 was not available for investigation testing. A comparable batch (3010436) was used in investigation testing. To investigate, customer returned isolates were ran on a bruker maldi and verified as isolate ud-1 through ud-8 as e. Coli, ud-9 as p. Mirabilis, and ud-10 as e. Asburiae. Then, one retention panel each from the complaint batch 2319818 and comparable batch 3010436 were tested using customer returned isolates e. Coli (ud-1 through ud-8) on a phoenix m50 machine and evaluated for identification results. Next, one retention panel each from the complaint batch 2319818 and comparable batch 3010436 were tested using customer returned isolate p. Mirabilis ud-9 on a phoenix m50 machine and evaluated for identification results. Last, one retention panel each from the complaint batch 2319818 and comparable batch 3010436 were tested using customer returned isolate e. Asburiae ud-10 on a phoenix m50 machine and evaluated for identification results. For a total of twenty panels tested. The two batches tested with e. Coli (ud-1 through ud-8) identified correctly as e. Coli. The two batches tested with p. Mirabilis ud-9 identified correctly as p. Mirabilis, and the two batches tested with e. Asburiae identified as e. Cloacae, which is a member of the e. Cloaae complex. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed additional complaints on complaint batch 2291573, two of which are related to this defect but not confirmed. A review of complaints revealed additional complaints on complaint batch 2319818, one of which is related to this defect but not confirmed. Complaint trending was performed, and no trends were identified associated with this defect.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 2291573. D4. Medical device expiration date: 12-oct-2023. H4. Device manufacture date: 18-oct-2022. D4. Medical device lot #: 2319818. D4. Medical device expiration date: 19-nov-2023. H4. Device manufacture date: 15-nov-2022. G5. PMA / 510(k)#: the panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, 3 samples were misidentified. There was no report of patient impact. The following information was provided by the initial reporter: incorrect organism identification. We use up our indicator before it expires after 7 days from opening; it's consumed on day 4 or 5 usually: organisms approx 24 hrs old at setup, no younger than 18 hrs. Media used: remel bap and mac. Culture purity confirmed.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 2319818 b5. It was reported while using the panel phoenix nmic/ID-307, a patient sample was misidentified. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr (B)(4).

Event description:
It was reported while using the panel phoenix nmic/ID-307, a patient sample was misidentified. There was no report of patient impact.